Manufacturer narrative:
The insulin pump had alarmed button error and it had no button response due to corroded keypad traces. The device had cracked case at display window corner, reservoir tube lip, minor scratches on the display window, and missing end cap sticker.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error. Customer was driving and stated she would call back to perform troubleshooting. Customer called and stated the alarm was reoccurring and she was unable to clear it. Customer's blood glucose was 133 mg/dl. Customer was wearing the device in her bra. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.